Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation verified the system error 345. The cause was determined to be out of specification downstream values. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.